Manufacturer narrative:
Correction - h6 missing "1543 - incorrect interpretation of signal"

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac defibrillator delivered inappropriate shock for supra ventricular tachycardia. On (B)(6) 2021, the patient presented in clinic and programming changes were performed to resolve the issue. The patient condition was stable.